Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), medial cleft, and a prolapsed anterior leaflet for a mitraclip procedure. It was noted that the transseptal puncture was low (3.6cm). After deployment of the first clip a single leaflet device attachment (slda) was noted. The posterior leaflet was detached and tissue damage was observed. A second clip was implanted in the medial commissure to stabilize the slda. Per the physician, the slda was due to the pre-existing cleft and the condition of the leaflet. The mr was reduced to grade 3. It was reported that the patient received a mitral valve replacement on (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation and tissue injury are related to challenging patient anatomy (pre-existing cleft and leaflet condition). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.